Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right atrial lead was oversensing noise, and was confirmed in clinic. The lead was capped and replaced on (B)(6) 2020, and the patient was in stable condition throughout.